Manufacturer narrative:
(B)(4). Date sent: 3/2/2018. Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: can you clarify what was meant by, ¿the clips were fired not properly¿? The surgeon found resistance during the firing. Did the device lock-out (no staples deployed and no cut line started)? It fired or, did the device start to deploy staples and cut but could not be completed (partially fire)? Clips not properly formed. If the device stapled, what was the appearance of the deployed staples (b-formation, irregular, legs straight)? No ¿b¿ formation.

Event description:
It was reported that during the procedure, at the 4th fire, the instrumentalist experienced high resistance and the clips were fired not properly. Subsequently, it worked as intended. No patient consequence reported.

Manufacturer narrative:
(B)(4). Batch # p58e36. The sc45a device was received for analysis with no visual non-conformance's and with an ecr45d cartridge loaded in the device. The cartridge reload was received partially fired 1/10. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch history record was reviewed and no protocols or ncrs related to the complaint were found during the manufacturing process.